Manufacturer narrative:
Device has not been returned for eval.

Event description:
During intervention, the blade produced a black trace/trail in the knee. It can be assumed the traces were washed out.